Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer received a message that said "check rotation access." When trying to remove the 8mm fenestrated bipolar forceps beyond the jaw, it broke off to where they stated that they could not take the instrument out of the cannula; as such, they had to undock the instrument and basically broke off the jaw so as to not have to remove the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up the initial reporter and it was stated that the instrument was inspected before use and there was no damage prior to use, the wrist could not be straightened due to physical damage, port incision was not increased in order to remove the instrument and cannula together, issue occurred during dissection of inguinal hernia, the instrument did not collide with any other instrument or tool during procedure, and no fragment fell into the patient as the issue did not occur inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. Visual inspection found all internal cables to be broken and the conductor wire to be broken. The instrument was found to have a broken grip cable at the distal end and the instrument was found to have a broken pitch cable at the distal end.